Manufacturer narrative:
The reported device has not been returned to manufacturer. Without receipt of the explanted device or additional information the reported explant cannot be investigated and the root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic mitral valve, implanted approximately nine (9) years and five (5) months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm pericardial valve. There were no adverse patient effects following re-op. Attempts to obtain additional information or device were been unsuccessful.